Manufacturer narrative:
Hill-rom tech support found the sidecom board to be inoperable. A search of the hill-rom maintenance did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom tech support has made three attempts regarding a resolution to this contact line, with no response. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm is too low. The bed was located at the account in the ob. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).